Event description:
Allegedly revised due to recurrent prosthesis dislocation. Right side.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in italy.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.